Event description:
During service of the unit a won't power up on internal or external power condition was found. Replaced main bd, due to damage caused by incorrected screw length, to correct the failure mode.